Manufacturer narrative:
The investigation into the impella cp has been completed. No product was returned. Per the clinical investigation, the root cause of the guidewire damage issue was not determined since product was not returned and insufficient clinical information provided. ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient on impella cp support and while on support the 0.018" wire tip came unraveled but was attached to the main body of wire. The wire was completely removed and inspected. Flouro and echocardiogram was used to verify that nothing remained in the body. It was further reported that the patient expired on impella cp support. The relationship between the impella and cause of death is unknown.